Event description:
This is a spontaneous report received on 23jan2024 from consumer who had a bitter or acrid taste from col tb total advanced whitening whole mouth clean toothbrush and experienced numbness on her gums and under the tongue, trouble breathing, her right lung collapsed partly, which no longer inflated fully, had symptoms of cardiac suppression, an irregular heartbeat, and lesser difficulties with the other lung, numbness and a lack of coordination spreading into the feet. There was no relevant medical history provided. On 08jan2024, consumer opened a new col tb total advanced whitening whole mouth clean toothbrush from an 8 pack. Consumer reported noticing an extremely bitter/acrid taste from the toothbrush in her mouth. The consumer reported spitting, but experienced some immediate numbness of the gums and under the tongue. Within seconds and through the next few minutes, the consumer had trouble breathing. Consumer reported their right lung collapsed partly and would no longer inflate fully. Over the next few hours, the consumer began to have symptoms of cardiac suppression, an irregular heartbeat, and lesser difficulties with the other lung. In addition, there was numbness and a lack of coordination spreading into the feet. On an unknown date, the consumer visited the emergency room (treatment not reported). Action taken with col tb total advanced whitening whole mouth clean was unknown. At the time of this report, the consumer continued to have trouble breathing and had cardiac symptoms for the last 15 days. Additional information was received from a 45-year-old female consumer on 30jan2024. On 08jan2024, the consumer began using a new col tb total advanced whitening whole mouth clean from a sealed 8 pack of toothbrushes. The consumer rinsed col tb total advanced whitening whole mouth clean toothbrush and put an unspecified paste on it. She reported an acrid bitter taste and parts of her mouth that came in contact with the toothbrush became numb. Her right lung had issues, breathing was affected immediately, and her right foot had a leaden heavy feeling with lack of coordination appearing in the following hour. Consumer reported having a depressed heart rate. She experienced trouble breathing for a week. On an unknown date, the consumer went to the ER and was kept 3 days for observation. Consumer received fluids and underwent tests that included a toxic screen, EKG, a chest x-ray and bloodwork, but she didn't have the results. According to the consumer there were no issues with the paste she used. The consumer used the col tb total advanced whitening whole mouth clean toothbrush only once. At the time of this report, the consumer explained that she was feeling much better but still had some mild impairment of right lung function.